Event description:
It was reported that the patient was seen for a post-op appointment, and it was noted the patient had an infection at the ipg site. Surgical intervention took place where the ipg was explanted to address the issue. Lead is still implanted. It is unknown if the infection has resolved.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that the patient was administered oral antibiotics to address the issue.